Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth called about the pw system purchased on (B)(6) 2025 caused her mom to have bed sores just after three days of usage and wanting to return the system and the 27 wicks not used. Stated she was advised by the nurse who transferred that the suction is not as strong as the ones in the hospital, advised of the return policy, attempted to t/s, auth declined stated she just wanted the money back and does not understand how we could sell something that the patient can't try out and not return if they can't use. Auth also stated that if we don't do the return that she would sue liberator medical, requesting to either spk with a supv or be able to return the unit and wicks. Reached out to the supv advised, to confirm allergic reaction. Confirmed processing return. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up via phone on (B)(6) 2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to complications from dementia. She stated that the patient had allergic reactions to the wicks. She also stated that because the wicks did not suction, the patient developed bed sores.

Event description:
It was reported that the auth called about the pw system purchased on 10/22/2025 caused her mom to have bed sores just after three days of usage and wanting to return the system and the 27 wicks not used. Stated she was advised by the nurse who transferred that the suction is not as strong as the ones in the hospital, advised of the return policy, attempted to t/s, auth declined stated she just wanted the money back and does not understand how we could sell something that the patient can't try out and not return if they can't use. Auth also stated that if we don't do the return that she would sue liberator medical, requesting to either spk with a supv or be able to return the unit and wicks. Reached out to the supv advised, to confirm allergic reaction. Confirmed processing return. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up via phone on 14-nov-2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to complications from dementia. She stated that the patient had allergic reactions to the wicks. She also stated that because the wicks did not suction, the patient developed bed sores.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea #ra0301659, rev: 9 was reviewed for this investigation. The reported event is addressed in step# 6.03. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both baw8706263 rev 0 and baw2456229, rev 0 was reviewed for this investigation. The reported event is addressed within the labeling as it states: "setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external catheter is positioned. Warnings: do not use the purewick¿ female external catheter with bedpan or any material that does not allow for sufficient airflow. Discontinue use if an allergic reaction occurs. Precautions: do not use barrier cream on the perineum when using the purewick¿ female external catheter. Barrier cream may impede suction." Recommendations: prior to connecting the purewick¿ female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Change suction tubing per hospital protocol or at least every thirty (30) days." The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.